Event description:
The customer reported that his reservoir had 40 units and after priming, the status screen on the insulin pump showed 9 units left. It was reported that a few hours before the call, the customer's blood glucose was 450 mg/dl, after a big sweet meal. Nothing further was reporter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time we therefore consider this report complete to the best of our knowledge.